Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic dissection. The vessels had moderate tortuousity and no calcification. It was reported that as the first stent of the proximal stent graft was being deployed the physician noticed that the distal portion of the stent was facing towards the inner part of the stent graft. The physician completed deployment of the remainder of the stent graft and ballooned it with an 11 fr balloon from another manufacturer and used three inflations. The dissection that was being treated was evaluated and was confirmed to have been successfully covered; however, the section of the stent graft was still in the same position. No clinical sequelae were reported and the patient is fine. Review of a single returned 3d reconstruction image showed that two stent grafts were implanted with approximately 3 stent ring overlap. The proximal closed web stent from the most proximal device appears to be non-parallel along the inner bend of the thoracic. The cause could not be determined.

Manufacturer narrative:
(B)(4). Method: (film). Results: lack of information (unknown cause of non parallel stent opening). Conclusion: lack of information (unknown cause of non parallel stent opening).